Event description:
The customer reported that a pt death occurred and they requested assistance with the gathering of retrospective data.

Manufacturer narrative:
(B)(4): the customer contacted philips to request assistance with capturing any stored data after a pt death occured. There was no allegation of a device malfunction. The customer indicated that the bed was not centrally monitored and they determined this after troubleshooting with philips via phone. The customer also stated that they were using an intellivue bedside monitor with an x2 and that vitals signs data was not present at the bedside either but they were not sure if someone had performed an "end case" which would delete stored pt data. The customer was informed that under these circumstances, no data can be retrieved. Device labeling (instructions for use) adequately describes patient management, consideration of this complaint and similar complaints supports that there are no design, manufacturing, materials, or labeling problems. No further investigation or action is warranted.